Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
The solicitor's letter reported that the patient underwent a left-sided total hip replacement on (B)(6) 2007 followed by a revision operation on (B)(6) 2012. Claims damages relating to metal on metal hip replacement.

Manufacturer narrative:
Reported event: an event regarding revision surgery involving a ceramic head was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the reported device was not returned for evaluation. -medical records received and evaluation: a medical review was not performed because no information was provided. -device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available and/or the product is returned, this investigation will be re-opened.

Event description:
The solicitor's letter reported that the patient underwent a left-sided total hip replacement on (B)(6) 2007 followed by a revision operation on (B)(6) 2012. Claims damages relating to metal on metal hip replacement.